Manufacturer narrative:
Based on analysis of the customer's log files, the investigation found that the customer continued to load samples on the instrument and the "stop" barcode was moved. The positions 18, 19, 20, 21 were not loaded at the same time contrary to the customer claim. Additionally, the sample ID is consistent in the result printout and in the data review screen. It can also be observed that two samples which have the same sample ID were placed in position 18 and 19 (l331121889). No host trace information during the occurrence of the phenomenon was available. Therefore, further investigation was not possible. A software issue can be excluded as the samples were not loaded at the same time and the "stop" barcode was moved every time the customer pressed "start". Therefore, the result print out displayed the correct sample ids, correct test results, and correct sample position on the disk.

Manufacturer narrative:
The field service engineer did not identify an issue or root cause. The investigation is ongoing. (B)(6).

Event description:
The initial reporter stated they had one duplicate sample identification number on a cobas e411 disk. The customer initially loaded five patient samples and a "stop" tube on the analyzer, and the analyzer registered six patient samples. The sample ID in disk position 18 was duplicated, and the sample ID was registered as disk position 18 and disk position 19. The sample ID¿s and the disk positions for disk positions 19-21 were incorrect, including the "stop" tube in disk position 22. The "stop" tube was provided the sample ID from disk position 21. The customer detected the issue by noticing duplicate troponin results for the same sample ID number. Also, the barcode sample ID¿s and sample locations on the barcode disk were incorrect on the analyzer reports. The customer performed a visual check of the samples barcodes and positions. The customer performed a test run on all samples to verify the results matched. The customer also performed repeat testing on another analyzer for confirmation. Troponin reagent lot number was 458380 with an expiration date requested but not provided.